Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the mega needle driver instrument wires snappped during a forceful usage by a fellow. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip cable was found to be frayed at the distal idler. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. Other cables at wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable could cause or contribute to an adverse event if the failure mode were to recur.